Event description:
(B) (4) it was reported that following a coronary artery drug-eluting stenting treatment procedure, a vessel aneurysm occurred. The index procedure treated the 90% stenosed, 3.44x7.4mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre-dilatation with an unspecified balloon, placement of a 3.5x12mm taxus express2 stent and post dilation with an unspecified balloon resulting in 25% residual stenosis. The patient was discharged two days later on aspirin and ticlopidine. The patient had a nine month follow up visit in (B) (6) 2009. The angiogram core lab analysis reported an aneurysm in the proximal lad. No thrombus was confirmed but a 47% restenosis was reported in the target lesion. Timi flow was 3. No treatment or anginal symptoms were reported at the nine month and one year follow up visits.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.